Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6), 2011. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted due to an infection (type not reported.) The device was explanted on (B)(6), 2010. It is unknown whether there are there are plans to reimplant the patient as of the date of this report, (B)(6), 2010.